Event description:
It was reported that post an a-fib procedure, when removing the 3m grounding pad from the patient's left shank once in recovery, it was noted that the patient's skin was attached to the adhesive on the grounding pad. It was noted that this was after the case with 82 minutes of rf at 50 w. The status and treatment of the patient are unknown.

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that post an a-fib procedure, when removing the 3m grounding pad from the patient's left shank once in recovery, it was noted that the patient's skin was attached to the adhesive on the grounding pad. After a follow up, the customer stated that the event was not related to any bwi equipment and the unit did not require servicing. Also, it was felt by the physicians and staff at the hospital that the skin burn was due to a combination of patient sensitivity to the patch itself and improper placement of patch on the patient. It was thought that there was an air pocket between the patch and the patient that resulted in a patient burn. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4). C3 ez steer cs with auto ID us catalog #: bd710fj282ct, lot #: unknown. Navistar rmt thermocool us catalog #: nr7tcsiy, lot #: unknown. (B)(4).